Event description:
It was reported that the user encountered an ¿unable to proceed¿ error during the fill tubing step of a supply change with the ilet system, consistent with a complete blockage involving the tube component; after a dry run, the user later completed the supply change successfully using a steel 6 mm contact/detach infusion set and provided lot numbers. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem that presented as a complete blockage associated with the tube during the fill process. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.